Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the pacemaker exhibited intermittent atrial capture. No programming changes were made. The patient status was unknown.